Manufacturer narrative:
Correction: update to catalog and lot numbers. An event regarding revision due to pain involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating "cannot confirm event, need additional information; revision operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components." Product history review: not performed as the device lot code was not available. Complaint history review: not performed as the device lot code was not available. Conclusions: it was reported that the patient underwent revision due to pain. The available medical records were provided to a consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed nor the exact cause of the event be determined because insufficient information was provided. Further information such as more specific details around the reported event, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of a right tha. Primary was done on (B)(6) 2017. Rep reported that the patient has pain.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta c-taper head 28mm +2.5; cat#: 18-2825; lot#: 6291662. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Revision of a right tha. Primary was done (B)(6) 2017. Rep reported that the patient has pain.